Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 396 mg/dl and moderate ketone levels resulting in a hospitalization. Cause of high bg was unknown. A correction bolus via the pump was delivered prior to the hospitalization. While hospitalized, the customer was treated with intravenous saline and insulin. No issues were observed with the cartridge, infusion set tubing, infusion set cannula, or insulin in use at the time of the event. The issue was resolved, and no permanent damage was sustained. The customer was released from the hospital on (B)(6) 2023.